Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 491 mg/dl. Customer attempted to deliver a bolus but received a no delivery alarm. Customer advised the insulin pump stopped beeping and the no delivery alarm stopped the following day. Customer advised they would call back to complete the troubleshooting process as they were on their way to chemotherapy.